Event description:
It was reported that the external pulse generator failed its ventricular sensitivity test, that the higher values were out of tolerance. It was noted that the unit was just received back from repair last month. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator failed its ventricular sensitivity test, that the higher values were out of tolerance. It was noted that the unit was just received back from repair last month. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the generator was returned and analysis could not confirm the customer comment that the ventricular sensitivity values were out of tolerance. Analysis did find that the upper case was broken and the battery contacts compressed. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.